Event description:
Vague event info received. No details or documentation of specific pt event provided. An anesthesiologist in the operating room (or) reported a "free-flow" (presumed to mean unregulated flow) event occurred. Report received that the unregulated flow may have been caused by a missing sear. There was no report of pt harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint could not be confirmed because the product was nod sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.